Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent thrombosis occurred. The target lesion was located in the distal left anterior descending artery (lad). A 2.25 x 8 mm promus premier¿ drug eluting stent was implanted in the target lesion. At the time of the placement, the activated clotting time (act) was 320. Then, when physician was about to work on another lesion, it was noticed that there was a clot forming on the stent. A manual aspiration catheter was then used to remove the clot and the act was 208. The procedure was completed and no further patient complications were reported. The patient has been discharged and was okay.